Event description:
Reporter indicated that his vns handheld computer is freezing on the "interrogation successful" screen. Product has been requested, but has not been received to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause of contribute to a serious injury or death.